Event description:
Additional information was received 25jul2019: the balloon was inflated to 450 ml. The device was placed 30 minutes after the delivery occurred. There was 1200 ml of blood loss prior to device placement and 300 ml of blood loss after device placement for a total of 1500 ml lost.

Manufacturer narrative:
Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: the supplier investigation concluded that the root cause of the event could be attributed to a manufacturing event. The supplier has taken corrective action to update appropriate manufacturing instructions. Cook has concluded a supplier quality control deficiency is the most likely cause of this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 28oct2019.

Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device confirmed the catheter was returned in used condition. A partial connecting tube-type device of unknown origin was attached to the flush line. Functional testing of the device was performed by inflating the balloon with 150ml of tap water, balloon inflated and deflated properly, no leaks detected. Water was pushed into the flushing lumen noting negative pressure on the syringe. Examination of the catheter tip confirmed there were no ports in the catheter to allow water to flow through the flushing lumen. A review of the device history record found no non-conformances. Because there are no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorated or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding." "Patient urine output should be monitored while the bakri postpartum balloon is in use." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The missing sideports were a result of a supplier manufacturing event. The complaint was confirmed based on customer testimony and evaluation of the complaint device. The cause of the event was traced to supplier quality deficiency. Cook has requested that the supplier investigate this occurrence. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 11sep2019.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This has been reported, during treatment of postpartum hemorrhage in a (B)(6) year old female patient using a bakri tamponade balloon catheter, the drainage shaft became blocked. It was observed by a nurse that blood had not been draining from the device, and the physician was notified. The physician then tried to "instill liquid in the drainage shaft but failed." The device was removed and the it was observed that the drainage shaft was blocked. Another similar device was used, and hemostasis was achieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.